Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, rash, redness, dry skin, and drainage, extended beyond the patch perimeter. The patient stated that the extended reaction disappeared after 1 week after the sensor was removed. The skin reaction was treated with an unspecified over-the-counter cortisone cream. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.